Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the event log identified the reported air in line alarm. The cause was determined to be that an air sensor was out of calibration. To address this condition, the air sensor was recalibrated. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.